Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient lost consciousness and fell. Imaging indicated a fracture in the patient's back. Attempts were made to obtain additional information regarding the nature of the issue, but no further information was provided. There have been no reports of further complications regarding this event.